Event description:
It was reported that the ¿charging port is loose making it harder to charge¿. There was no reported adverse impact to customer. The customer declined further follow up from tandem technical support. No additional information was provided.